Manufacturer narrative:
The excor blood pump, s/n: (B)(6), was in use on the patient until the pump exchange (145 days). We have reviewed the production records of the excor blood pump s/n: (B)(6). This pump was produced according to our specifications. Berlin heart received the blood pump for evaluation on 2024-01-25. During external visual inspection of the returned blood pump, no abnormalities were found. No pillows were observed as reported. The blood pump was tested for functional performance. The pump performance met the specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. For internal inspection, the blood pump was disassembled, and the individual membrane layers were examined. All three layers of the membrane were intact and the graphite distribution was uniform without any gaps. The stabilizing ring was without any defects. Neither a defect nor a malfunction could not be detected. All examinations revealed no abnormalities. The blood pump met its specifications.

Manufacturer narrative:
The excor blood pump s/n (B)(6) was in use on the patient from (B)(6) 2023 until the time of the event on 2024-01-17 (145 days). We have reviewed the production records of the excor blood pump s/n (B)(6) . This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart clinical affairs was informed that the clinic noted suspected pillow of the blood pump membrane. The clinic had exchanged the blood pump.